Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a full supply change, the patient experienced persistent hyperglycemia and a subsequent repeat supply change revealed a wet and slightly cracked cartridge and connector with evidence of leakage; supplies were replaced and insulin delivery was re-established, with follow-up confirming glucose trending downward. Symptoms included elevated blood glucose up to 386 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis, and without ketone testing, back-up therapy, professional medical intervention, or hospitalization. Outcomes included temporary elevation of blood glucose above 180 mg/dl for approximately four hours with subsequent improvement. Investigation included telephone troubleshooting and guided replacement of the cartridge, connector, and infusion set to restore delivery. Investigation of this case revealed a damaged and leaking cartridge and connector that likely resulted in under-delivery of insulin and hyperglycemia, consistent with a device component integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was component damage leading to leakage and insulin under-delivery.